Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to counts to the sensing integrity counter (sic) and non-sustained tachycardia. The lead further exhibited t-wave oversensing (twos). The lead remains in use. No patient complications have been reported as a result of this event.